Event description:
The customer reported the system shut down in the middle of a case. There is no report of pt injury or death.

Manufacturer narrative:
The customer was issued an invoice for repairs. No conclusion can be drawn as no repair was performed.